Event description:
Information was received indicating that following use of a smiths medical portex® spinal anesthesia tray, the patient had diminished sensation and motor weakness; still feeling and moving legs. Subsequently, the patient was required to go under general anesthesia for the surgical procedure. There was no reported adverse effects.